Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. Summary reporting.

Event description:
It was reported that patient complained of pain after implant placement for weeks. Implant # 4 was finally removed due to infection. Patient returning for implant re-placement. As a result of this event, no injury to the patient reported. Symptoms as a result of the event: abscess, pain and infection.